Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture/corrosion in the battery compartment. The reporter denied any damage to the battery cap or battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2017 with the following findings: a review of the pump's black box data revealed one unexplained pump reboot. During a visual inspection of the pump, the battery compartment was found to have multiple cracks and there was moisture in the battery compartment. The returned battery cap was undamaged; the returned cap and a test cap were unable to tighten properly to the pump. A leak test failed due to a battery compartment leak. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.